Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing via a stored egm. Programming changes were performed. The patient was in stable condition.